Event description:
The customer observed axsym calibration error code 1018 ( calibration check failure, calibrator a, result too high) for the axsym rubella lgg assay. The customer attempted to calibrate the rubella assay six times without success and was sent a new lot of rubella lgg calibrator, and the issue was resolved. The abbott field service representative (fsr) was at the customer site and the suspect reagents were tested at another cusotmer site and were determined not to be the cause of the issue. In troubleshooting the issue, the customer assayed the calibrators from a previously stored calibratioin curve, then replaced calibrator a with the rubella negative control and achieved a successful calibration. The customer was sent new rubella calibrators and the calibration failed again. The customer sent the reagents to another customer site for testing and calibratoin was accepted. The fsr replaced the optical standard, recalibrated the optics, checked the bulk mup and the matrix carousel. Upon completion of the troubleshooting procedures, a successful rubella calibration was achieved. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.